Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that there was issue with the flexvision pc and the system was not booting fully. The fse identified that the control room and exam room tsm cannot select the display format. Upon checking the k cabinet, the fse found that that the flexvision pc didn't power on. The fse tried to press the power on button, but pc didn't turn on. The fse confirmed that the pc power supply of main board was defective. So, the fse replaced the main board of power supply to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to fully boot up.the device was not in clinical use. No harm to the patient or user was reported.philips has started an investigation of the complaint.